Event description:
It was reported that the user removed the protective case from the ilet to clean it, after which the display assembly separated from the device housing; the user reconnected the screen, reinstalled the case, and continued normal use with all screen functions reported as operational. Symptoms included no reported clinical effects. Outcomes included no interruption of therapy, no alarms, and no need for medical care. Investigation included customer service troubleshooting and education on proper handling and the replacement process. Investigation of this case revealed a device enclosure and display interface issue consistent with a screen delamination or separation event, though functionality remained intact after user reseating. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress during case removal and reinstallation.